Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was severly angulated. It was reported that the stent graft was found to have migrated into the aneurysm sac which resulted in a type 1 endoleak. An attempt was made to correct the migrated stent graft with a medtronic device that is not approved for use in the united states. The device was positioned with difficulty and implanted; however, during the deployment process the stent graft covered the renal arteries and it was impossible to move the stent graft down. The decision was made to convert the patient to open surgical repair and explant the stent grafts. The explanted stent graft has not been received by medtronic. No additional clinical sequelae were reported and the patient was doing fine after the surgery.

Manufacturer narrative:
Evaluation codes, results: explanted stent graft has not been returned, no films or operative reports were received. Endoleak, migration. Severely angulated aortic neck. Evaluation codes, conclusion: explanted stent graft has not been returned, no films or operative reports were received. Severely angulated aortic neck.